Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that air leak occurred. During a pulmonary vein isolation (pvi) procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. The hemostatic valve of the sheath was observed to be leaking air. The procedure was completed successfully using another faradrive device without patient complications. The patient remained stable following the procedure.